Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during preparation shaft break occurred. A 3.50x12mm promus premier¿ stent was selected to treat the lesion. Upon removing the stent cover, the rapid exchange port was pulled apart. It happened outside the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent found no issues or damage with the crimped stent profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found the shaft itself was broken at the port bond location. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device also showed signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation shaft break occurred. A 3.50x12mm promus premier¿ stent was selected to treat the lesion. Upon removing the stent cover, the rapid exchange port was pulled apart. It happened outside the patient's body. The procedure was completed with a non-bsc device. No patient complications were reported.